Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, instrument failed to fire and on inspection the clip was skew in the firing jaws. Another device was used to complete the procedure. There were no adverse consequences for the patient.